Event description:
The advocate stated that the customer's glucose was tested using her contour meter and another contour meter. The customer's meter read 300 mg/dl, while the other meter read 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer no longer had the test strips or control solution, so no product will be returned for eval.